Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male was being implanted with an impella cp device via femoral access location for mechanical circulatory support. Due to vascular anatomy, there were access complications and an inability to implant the device. Therefore, the implantation was aborted.